Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided and therefore a device history record review could not be completed. One customized device was returned with a detached obturator tip. A closer inspection showed the obturator tip was stuck inside the shaft identification at the neckflange area. The distal shaft had to be cut open and the tip was found to be wedged inside a section of silicone sleeve that covers the obturator wire. A view of the end of the obturator wire revealed excessive force was used to remove the stuck obturator from the shaft which resulted in the wire breaking within the tip. The remaining portion of the silicone sleeve covering the shaft was not returned with the device. Upon further review, the returned obturator was for a standard device and not a customized device, and the obturators are not interchangeable due to the larger size of the standard obturator size. The customized and standard size devices are manufactured at different facilities so it is not likely that the issue occurred during manufacturing. The root cause of the reported event was due to mix up in the standard and the customized devices and their obturators. No corrective action were taken to mitigate the issue. UDI / catalog and 510k are unknown. No product information has been provided to date.

Event description:
It was reported that the obturator was hard to pull out during a routine trach change. After a couple pulls, it was able to come out without any patient harm. A week later, after another routine trach change, that same trach that was put in the week prior had another obturator issue. During cleaning, the tip of the obturator broke off into the trach. No patient injury reported.